Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported while using bd preset¿ eclipse¿ arterial blood collection syringe, abnormal test results were received for the following analytes: pco2, po2, so2, fo2hgb. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.